Event description:
It was reported that there was oversensing, an increase in impedance and high impedance on the right ventricular lead. There was also a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor, the defibrillator conductor and the proximal conductors were fractured. The defibrillator conductor was distorted. All conductors had blood/body fluid (not obstructed). The outer insulation was torn, breached cut, had a white substance and a cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis revealed that both the right ventricular and the superior vena cava interior defibrillation conductors were fractured at 26.3 cm and exposed coil for both are complete.